Manufacturer narrative:
Internal report reference number: 148458-2. Additional report reference number: 148458-1. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on 11-dec-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing symptoms related to diabetes. Customer stated her blood glucose was high and that she was attempting to take care of that at the time of the call. Customer requested manufacturer contact her the following day. Note 2: manufacturer contacted customer in a follow-up call on 15-dec-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. Customer stated she had obtained a blood glucose test result using the true metrix meter of 500 mg/dl and had gone to the ER on 12/15/2023. Customer's blood glucose test result at the ER had been 600 mg/dl. The diagnosis was high blood glucose and customer was treated with medication and discharged the same day. Note 3: manufacturer contacted customer in a follow-up call on 18-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet used the replacement products; customer declined to be contacted further.

Event description:
Consumer reported complaint for high blood glucose test results. The customer did not provide results of concern that had been obtained using this vial of test strips. The customer¿s expected am fasting blood glucose test result range is 80-110 mg/dl. The customer reported feeling dizzy and tired. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/25/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.